Manufacturer narrative:
Product ID 8709sc, lot# n159285007, implanted: 2008 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
A previously incorrect programming session was stated. There was no further detail provided. Additional information has been requested; a follow-up report will be sent when it becomes available.